Event description:
It was reported that when the patient presented to the clinic, non-sustained lead noise was noted on the stored egm. It was noted that the patient was having non-sustained vt which appeared as noise due to latency in the far field discrimination channel. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.